Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged menstrual bleeding / abnormal bleeding (menorrhagia) / abnormal heavy menstrual bleeding") and cervix carcinoma ("cervical cancer") in an adult female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cancer, cervical cancer, depression and migraine. Concurrent conditions included body mass index normal and menometrorrhagia. Concomitant products included quetiapine (seroquel) from 2009 to 2014. In (B)(6) 2007, the patient experienced abdominal pain lower ("severe abdominal pain/ severe lower abdominal pain and cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced cervix carcinoma (seriousness criterion medicall y significant). In december 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), weight fluctuation ("weight fluctuation"), pelvic pain ("pain / pelvic pain"), pain ("whole body soreness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2008), surgery (ablation) and surgery (ablation). At the time of the report, the genital haemorrhage, cervix carcinoma, abdominal pain lower, dyspareunia and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, weight fluctuation, headache, dysmenorrhoea, weight increased, menometrorrhagia, pelvic pain, pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cervix carcinoma, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: due to unwanted side effects, plaintiff was currently investigating her options for removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral complete tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. On (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged menstrual bleeding / abnormal bleeding (menorrhagia) / abnormal heavy menstrual bleeding") and cervix carcinoma ("cervical cancer") in an adult female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included quetiapine (seroquel) from 2009 to 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("severe abdominal pain/ severe lower abdominal pain and cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), weight fluctuation ("weight fluctuation"), pelvic pain ("pain / pelvic pain"), pain ("whole body soreness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2008), surgery (ablation) and surgery (ablation). At the time of the report, the genital haemorrhage, cervix carcinoma, abdominal pain lower, dyspareunia and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, weight fluctuation, headache, dysmenorrhoea, weight increased, menometrorrhagia, pelvic pain, pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cervix carcinoma, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pain, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2007: full / total bilateral occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - case updated as incident. New event "headaches, dysmenorrhea (cramping), weight gain, abnormal bleeding (vaginal), menometrorrhagia, pain / pelvic pain, whole body soreness, abdominal pain" were added. Lot number was added. Surgical treatment was added. Concomitant medication was added. New reporter was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.